Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 856 mg/dl. The customer was experiencing symptoms of vomiting. The customer was admitted to the hospital. Customer's blood glucose at time of hospitalization was 856 mg/dl. The customer cause of hospitalization as per health care provider was high blood glucose. The customer was treated with manual injection and IV. The customer was wearing the pump at the time of hospitalization.